Manufacturer narrative:
The device was returned for analysis. The reported deflation issues were not confirmed. The balloon fully inflated. The deflation time was measured three times using a timer. The balloon deflated into trifold all three times referencing the maximum deflation time specification of 30 seconds. The reported deformation due to compressive stress (shaft kink) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issues as the device was returned and deflated without issue. The reported deformation due to compressive stress (shaft kink) appears to be related to operational context of the procedure. It is possible that operational circumstances caused and/or contributed to the reported deflation issues. The reported deformation due to compressive stress appears to be related to operational context of the procedure as it is likely handling and/or manipulation of the device during the reported deflation issues caused the shaft kink. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 1546 - removed.

Event description:
Subsequent to the initial medwatch rreport, the following information was received:the balloon was inflated twice, initially to 8 atmospheres (atm) and the second time to 10 atm. Negative pressure was held about 20 seconds; however, the balloon only partially deflated, and the shaft became bent. No additional information was provided.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 85% stenosed lesion in the right coronary artery (rca). A 1.20x12mm traveler balloon dilatation catheter (bdc) was advanced without resistance to pre-dilatate the lesion. The balloon was inflated twice, initially to 8 atmospheres (atm) and the second time to 10 atm when the balloon ruptured, and the shaft became bent. The bdc was removed, without issue. There was no reported adverse patient effect and no clinically significant delays in the procedure. A non-abbott balloon was used to complete pre-dilatation. After, which a 2.75x15mm xience sierra stent was implanted and post-dilatation was completed, without issue to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The traveler rx device is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s..